Manufacturer narrative:
No missing segment or partial display or back light anomaly noted. Device had intermittent buttons response due to flattened act button dome switch. No unlocked j2 or lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had to hit act button a few times when loading insulin before it responds. Customer¿s blood glucose was unknown. Customer stated that insulin pump¿s screen got hazy when customer was outside and backlight was dimmed. Insulin pump will not be returned for analysis.